Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the reported issue was due to a faulty power pcb assembly. Due to part obsolescence, this device is unable to be repaired. The customer was informed of the device's non-repairable status and will be obtaining a replacement device.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off twice while they were monitoring a patient. There were no report of any adverse effects to the patient as a result of the reported issue.